Event description:
It was reported an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A supply change was performed to treat the bg and clear the alarm.